Manufacturer narrative:
Baxter received and evaluated the device. A device history review was completed and revealed no findings that could been directly contributed to the current complaint. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were verified through a review of the event history log and found to be caused by a failed downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infusion experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.